Manufacturer narrative:
No loose drive support cap noted. The insulin pump was received with broken off end cap, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was damaged. The back of the insulin pump, around the dome sticker area, was damaged. As the customer was doing an infusion set change, the motor went the wrong way and pushed itself out the back of the insulin pump. His blood glucose level was 95 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.